Event description:
While placing the PICC line, had put in the introducer and then fed through the guidewire but it got stuck so she attempted to pull it out gently. It pulled out so far and then got stuck and they could not remove it. X-rays were taken which show that the wire has tied in a knot at the end. The pt is to have surgery to remove the wire.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file (s) from this lot.